Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported via phone call that the customer has experienced high blood glucose after inserting the infusion set. It was stated that there are no issues during rewind and prime but the cannula is getting kinked. First event was on (B)(6) 2015; blood glucose readings were 306, 366, 450 and 434 mg/dl and for the night prior to calling, the values were 353, 405 and 423 mg/dl. Mother declined troubleshooting as they stated they have not had the insulin pump malfunction.